Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor warmup was shorter than expected. Product was provided for investigation. Confirmation of the complaint was not confirmed via product. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor warmup was shorter than expected. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data.